Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-feb-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. There was resistance when trying to advance the dilator past the hemostatic valve, on carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It seemed like the hemostatic valve had been "pushed in," as the dilator would become stuck as soon as it got to the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was removed and flushed, without resolution. The vizigo sheath was replaced and the issue resolved. The procedure continued. Additional information: the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. Blood return was observed and the patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was not known. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The hemostatic valve issue was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. There was resistance when trying to advance the dilator past the hemostatic valve, on carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It seemed like the hemostatic valve had been "pushed in," as the dilator would become stuck as soon as it got to the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was removed and flushed, without resolution. The vizigo sheath was replaced and the issue resolved. The procedure continued. Additional information: the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. Blood return was observed and the patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was not known. The device evaluation was completed on 15-mar-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath. The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and some resistance was felt during the testing. The outer diameter vessel dilator was measured, and it was within specifications. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. It should be noted that product failure is multifactorial. Based on the information currently available, the hemostatic valve could have been detached due to the dilator being wrongly introduced; however, this could not be conclusively determined since the valve was not returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)